Event description:
New information received clarifies that the lead was capped.

Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed through remote transmission. The oversensing was reproducible with deep breathing. Low r-wave amplitude and gradual decrease in impedance although still within normal limits were observed. X-ray revealed a potential lead-dislodgement. The lead was replaced with no adverse consequences.